Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. To treat the low bg level, the customer consumed syrup and a glucagon shot. The following morning, bg level ranged from 60-70 (mg/dl), and experienced a seizure. The customer was admitted into the hospital on (B)(6) 2018. The customer received a glucagon injection and was treated with intravenous (IV) fluids and electrolytes at the hospital. Additionally, the customer received a computed tomography (CT) scan. On (B)(6) 2018, the customer left the hospital with the issue resolved and no permanent damage to the customer. Reportedly, the customer suspected the cause of the low bg levels to be due to the basal rate settings needing adjustment. Recommendation was made to consult with health care provider regarding diabetes management.